Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had not been able to charge the implantable neurostimulator (ins) for about 7 days. The implantable neurostimulator recharger (insr) was dead and it would not charge. The connector pin was loose or broken. There were no patient symptoms reported. An appointment with a manufacturer representative was scheduled for (B)(6) 2016 to set up adaptive stimulation programming. The patient told the manufacturer representative that stimulation was not working. The patient did not show up to their appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.